Manufacturer narrative:
The pump passed the displacement test. The pump was received with motor error alarm during basic occlusion test due to loose and or flush drive support disk. The pump was unable to perform the unexpected restart error test, unable to verify the compromised force sensor system alarms or perform prime test due to motor error alarm. The pump was received with normal operating current. The pump passed self-test, off no power test, minor scratched lcd window, and cracked case at the display window corners, cracked lcd window, cracked belt clip slot and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer's pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.